Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that during ventilation, the o2 concentration was drifting. There was no patient harm. (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person:(B)(4). The ventilator was investigated on site and the o2 gas module was replaced and returned for manufacture investigation. The reported drifting of o2 concentration were reproduced during test of the returned o2 gas module mounted in a ventilator. The deviation was caused by a nozzle unit in the o2 gas module. If oscillations happen during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Evaluation of the received device logs shows that during the event the ventilation mode was neurally adjusted ventilatory assist(nava). There are four matching events on october 6, there the first alarm for o2 concentration high appearing 11:31 and the last alarm 22:25.